Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). The crew performed manual CPR until a backup autopulse platform arrived and deployed. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause of the ua07 was a malfunctioning load cell, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in april 2018 and is over 6 years old. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that one of the load cells was over-reporting. The malfunctioning load cell was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).